Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/10/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultrasmart meter was reading inaccurately high compared to their feelings and/or normal readings. In addition, the patient also claimed that the subject meter would power off during use. These complaints were classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the meter issues first occurred between 4 and 5am on an unspecified date during (B)(6) 2015. At this time the patient obtained a subject meter reading of ¿184mg/dl¿. The patient manages their diabetes by self-adjusting their insulin dosage and stated that from (B)(6) 2016 they had decreased their dosage of humalog insulin from 30 units to 20 units and also decreased their dosage of lantus insulin from 50 units to 40 units per day. The patient stated that ¿2-3 months¿ after these issues occurred they experienced the symptoms of ¿sweating, chills, shaking, light-headed, sight issues and can¿t think well¿. It is not known whether the patient associated these symptoms with high or low blood glucose levels, but the patient denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca was unable to resolve the alleged power issue. The cca also noted that the correct unit of measure was set on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged meter issues began.